Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va051zp, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was not feeling any stimulation on the program they were originally on even when they increase stimulation. It was noted that the patient used to switch between 2 programs and neither one of those programs were they feeling stimulation. The patient had tried increasing it all the way until they hit a funny symbol and couldn¿t go any higher. It was reported that the patient had tried program 3 where they were feeling stimulation but their symptoms were still there. The patient was going to the bathroom every hour. It was noted that the patient also felt stimulation differently on this program rather than how they were on the previous program that was working for them. It was reported that 1 out of the 4 programs never worked for them from the beginning. The patient had not had any falls or trauma and this had been going on for the last week. It was noted that the patient did have a uti about 1 month ago and thought maybe that wasn¿t cured. It was reported that the patient¿s test results were fine and they were still having problems. It was noted that the patient¿s batteries were fine as well and that they had not informed their health care provider (hcp) of the issue yet. Additional information received reported that the cause of the event was unknown. It was reported that there were open circuits in combinations c and 3, 0 and 3, 1 and 3, and 2 and 3. The patient was reprogrammed on (B)(6) 2014-03-11 and they replaced the open circuits with functioning lead combinations. It was noted that the results were unknown and the patient was going to follow-up. The signs and symptoms were increased urgency and urge incontinence and a decreased feeling of stimulus. It was noted that the patient did not require hospitalization due to the event.